Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-04611. It was reported that a vessel perforation occurred. The target lesion was located moderately tortuous and severely calcified proximal mid right coronary artery (rca). A 1.50 mm rotalink¿ plus, a rotawire was selected for use. During the procedure, after wiring with a non bsc guidewire, a non bsc microcatheter was inserted to exchange for a rotawire. The non bsc microcatheter was removed and a 1.5 mm rotalink plus was inserted. Once proximal to the lesion, a rotaburr run was initiated. The physician thought that the tension from loading the rotaburr was relieved prior to starting the run; however, it was noted that the burr advanced forward 5 mm when the physician stepped on the pedal without advancing the black knob on the advancer. The patient then experienced bradycardia and atropine was given. A small injection of the rca showed a perforation in the mid rca. The rotaburr was removed through dynaglide and a 3.0 mm/12 mm nc emerge balloon catheter was inserted for balloon tamponade. As per echo, no pericardial effusion was present. The balloon tamponade went successful and a 4.0 mm/24 mm synergy stent was deployed. Post dilation was performed with a 4.00 mm/12 mm nc emerge® balloon catheter and the procedure was completed. No further patient complications were reported and patient's status was stable.